Event description:
It was reported that this right ventricular (rv) lead exhibited lead dislodgement. This lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.